Event description:
On (B)(6) 2013 patient reported she felt the infusion device is not able to deliver as much insulin when the battery goes low. Patient stated her blood glucose level has gone as high as 325 mg/dl; was able to treat herself with a bolus and temporary basal rate. Patient reported no outside assistance was required. Patient stated she noticed the issue approximately 3 weeks ago. On call back on (B)(6) 2013 patient reported she discarded the alleged infusion set and cartridge. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: investigation of the mentioned event date (B)(6) 2013, was not possible because the device records the last(B)(4) events only. In this case that handed from (B)(6) 2013 furthermore no conspicuousness or unusual fluctuations of day totals were visible in the device history. Adapter: the adapter passed the optical inspection successfully. The problem mentioned by the customer could not be reproduced.